Manufacturer narrative:
Product event summary: the device was not returned for evaluation. Review of the manufacturing records confirmed that the associated driveline met all requirements for release. Log file analysis revealed 1 pump disconnect alarm on (B)(6) 2017 indicating that the driveline was disconnected from the controller. No other alarms have been logged. On-site inspection revealed that the driveline was damaged and there was blood under the outer sheath, confirming the reported event. An isolation of blood procedure was performed to mitigate the reported conditions. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported blood under the outer sheath of the driveline may be attributed to the reported driveline damage accidentally induced by the physician during stitching procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that there was damage to the driveline sheath. The physician made a stitch close to the driveline which caused a tear. Blood was noted under the outer sheath of the driveline. No other issue or electrical compromise occurred. A procedure was performed to isolate the blood and the driveline remains in use. No patient complications have been reported as a result of this event.